Event description:
In 2005 the pt started to use flutter after she was hospitalized for a bronchiexstasis and infection. According to the pt, it was extremely difficult to use. She felt mucus rolling but nothing came out. Her oxygen saturation decreased to 89%. She was admitted to hosp in 2005 (exact date unspecified). She was treated with gatifloxacin (tequin) IV and then azithromycin (zithromax). She stayed a few days and was discharged still on flutter since there was no pulmonary doctor available. She felt worse and was re-admitted to hosp in july and stayed for 5 days. The pulomnary doctor discontinued flutter and changed it for acapella device which was easier to use. Some yellow mucus came out. At the time of the report, she was not taking any antibiotics. Acapella device is ongoing. Event resolved.